Event description:
Customer reported device base was found burnt and singed. Customer stated end pins are damaged and rubber is burned. The last time cleaned is not known and customer does not believe it was cleaned. Cutomer indicated it was extremely hot in the morning. No treatment. A request was made for return product and replacement product was sent.